Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that the device displayed a "paddle button short" message. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
This follow up medwatch report is reporting the evaluation of the device. This follow up medwatch report is also correcting information submitted on the initial medwatch report. The device was not returned to zoll medical corporation; instead, the customer returned associated multi-function cable and cprd adapter. Several attempts to contact the customer related to the investigation were unsuccessful. The multi-function cable and cprd adapter were tested with no discrepancies found. The customer report was observed during review of the device's history log with multiple "button short" entries. The messages in the device history log dated (B)(6) 2016 have multiple values of 15, 13, and 108 indicating that several buttons were pressed down and held for an extended period of time. The accessories were retained at zoll medical corporation. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a patient (age and gender unknown) the device displayed a "short detected" message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.